Event description:
It was reported that a normal replacement procedure, a battery depletion (bd) error code was noted from this subcutaneous implantable defibrillator (s-ICD) device. The physician subsequently surgically explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was stated the device is not expected to be returned for analysis.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a normal replacement procedure, a battery depletion (bd) error code was noted from this subcutaneous implantable defibrillator (s-ICD) device. The physician subsequently surgically explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was stated the device is not expected to be returned for analysis.